Event description:
It was reported that while unpacking a 6.0x40 absolute pro peripheral self-expanding stent system from its packing tray, it was discovered that the stent was partially deployed. The stent system was not placed on the guide wire and was not introduced into the patient anatomy. There was no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the self expanding stent system (ses) was returned with blood on the handle and no saline visible. The stent implant was partially exposed distally form the distal outer sheath, for a length of 2 millimeters (mm). The stent implant was not between the markers, the proximal end of the stent implant was located 7 mm distal to the proximal marker band. The distal outer sheath was not retracted. The handle was in a locked position. There was a kink in the distal outer sheath and stent holder at the proximal marker. The noted kink was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no damage noted to the ses. Opened the handle and the rack was in the distal end of the handle and was not retracted. All the mechanisms were intact with no anomalies noted. Potential factors for premature deployment include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the ses or incorrect removal technique. It may be possible that the tip of the catheter was inadvertently grasped and pulled during removal of the stylet. The absolute pro instructions for use provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Based on the returned device analysis, although a conclusive cause could not be determined, there is no indication of a product quality deficiency. During production all self expanding stents are 100% visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are 100% inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for damage during the manufacturing process.